Event description:
It was reported that this pacemaker was suspected to exhibit loss of capture (loc) and high capture thresholds on the right ventricular (rv) lead. The patient was scheduled to undergo a magnetic resonance imaging (MRI), therefore, further evaluation was recommended by ts to determine if there is evidence of a fracture or compromised lead/device interface. No adverse patient effects were reported. As of this time, this device remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reporter information. At this time, no further information is available. Should additional information become available this report will be updated.